Event description:
Customer reported a nurse mistakenly programmed tpn at 783ml/hr when it should have been 78ml/hr. The day, the nurse programmed the tpn was around the end of her shift. The night nurse reported that the pt complained of headache, frequent urination and thirst. Rapid response was called. Glucose was >1200, insulin was given and the pt was transferred to the ICU. The pt has since fully recovered and was sent home. The hosp requested a full event log review and specifically asked if the entire vtbi / infusion completed and if so, at what time or was the infusion stopped before the completion and if so, at what time. No additional info was available.

Manufacturer narrative:
MFR's report date: 09/18/2009. Pt info requested and all available info is included. The pump was not returned for investigation. The pc unit and pump event logs were analyzed. The customer's experience of a nurse mistakenly programming tpn at 783ml/hr when it should have been 78ml/hr was verified. The logs show at 6:46:58 pm in 2009, the user selected the involved pump (channel a) and restored programming. The rate was initially changed to 69 ml/hr, then cleared and changed to 783 ml/hr with a vtbi of 1100 ml. A secondary infusion was also programmed to run at 39 ml/hr with a vtbi of 39. The secondary infusion started at 6:47:36 pm and ended at 7:47:49 pm. The primary infusion then starts and ran to completion at 9:18:26 pm and goes into kvo. The entire vtbi of 1100 ml was recorded in logs as being delivered. At 9:19:18 pm, the device was selected and the vtbi was changed to 50 ml. The rate was unchanged at 783 ml/hr and infusion started. The device was selected at 9:23:09 pm and channeled off. Another 50.1 ml of medication was recorded in logs as being delivered by the involved pump. Although the medication was not verified as tpn, the user programming error of 783 ml/hr instead of 78 ml/hr was verified and confirmed by the secondary infusion being programmed at a rate of 39 ml/hr, which is consistent with the reported practice performed by some nurses of this facility of programming the first hour of a tpn infusion, as a secondary infusion at half the rate of the primary infusion. The root cause of this event has been identified as a user programming issue.